Manufacturer narrative:
(B)(4). Investigation summary: the complaint device was received at the service center, and evaluated. During evaluation, both pressure adjusters were found to be damaged, therefore, this complaint can be confirmed. The complete pressure adjusters were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The damaged pressure adjusters can the root cause of the reported problems. User mishandling and/or lack of maintenance can be the most probable root causes of the damaged pressure adjusters. There are no indications from this complaint investigation that the failures are manufacturing related as the device has been in the field for more than four and a half years, therefore, a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by affiliate via mail that during procedure the 4575 fms duo+ pump/shaver combo -ns had issues with pump pressure also the operation time was increased due to slightly decreased visualization. No patient consequences was reported. The device is available to be returned for evaluation. Additional information received from the affiliate reported no other machine was needed just pressure fluctuations affecting some visibility. It was also reported surgical intervention was not required.